Event description:
It was reported that at implant the new right ventricular lead was t-wave oversensing (twos). The physician adjusted the leads sensitivity and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.